Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and device return has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reports right side deflation. The device has been explanted.

Event description:
Healthcare professional reports right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease/flat, wear abrasion on the shell, an opening on radius and delamination on plug strap disk shell. A leak test and microscopic analysis was performed which identified: a striated opening, white particles on the inner shell, delamination plug strap (>75% total separation) and an observed void >1 mm in non-textured, valve-to shell-bond area. A fill test inspection was performed and no blockage was observed. Based on the device analysis the final assessment is: aa striated opening assessed as a surgical damage, consistent with use of some surgical tool. A total delamination of the plug strap disk shell (cohesive failure).